Manufacturer narrative:
(B)(4). The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. Postoperative joint swelling is a localized swelling or inflammation which is described as an accumulation of fluid in the interstitium, the space between cells, located beneath the skin and in cavities of the body. Inflammation from surgical trauma causes the release of moderators called cytokines. Swelling may increase during activities or when sitting or standing in one position for an extended period. Swelling or inflammation is the body¿s natural response to heal damaged tissue postoperatively. According to the aaos, mild to moderate swelling is a normal and expected finding for three to six months following surgery. Severe swelling is not considered an expected finding. As the complaint indicates this patient had an abnormal, unexpected amount of swelling or "lymphedema" that required medical intervention. Additional associated products and mdrs: 42532007901 tibia cemented 5 degree stemmed left size g lot# 64402755 MDR- 3007963827-2020-00276. 42512101010 articular surface medial congruent left 10mm lot# 64419147 MDR- 3007963827-2020-00277. 42540000038 all poly patella cemented 38 mm diameter lot# 64435149 MDR- 0002648920-2020-00472.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, beginning approximately one month later, the patient was prescribed outpatient pt for manual drainage and compression bandaging for lymphedema (12 visits).